Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) patient reported the left side of the cycler was "sticking out of casing" per the rn. The rn was unable to remove the tubing from the cycler since they were unable to turn the cycler on due to it sparking. The cause of the damage was unknown. The reported issue(s) were not a result of the supplies. The cycler was replaced due to the physical damage and sparking. There was no patient involvement or injury reported at intake. Additional information was requested but was not received to date.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: touch screen misaligned, heater tray damaged;dent, power entry module damaged there were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane voltage verification check ¿ passed. Replaced power entry module before check. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) patient reported the left side of the cycler was "sticking out of casing" per the rn. The rn was unable to remove the tubing from the cycler since they were unable to turn the cycler on due to it sparking. The cause of the damage was unknown. The reported issue(s) were not a result of the supplies. The cycler was replaced due to the physical damage and sparking. There was no patient involvement or injury reported at intake. Additional information was requested but was not received to date.